Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that during the procedure, while attempting to position this right ventricular (rv) lead in the left bundle branch, the impedances were unstable. When the physician attempted to position the lead again, it was observed that the lead was not properly fixed in position. The lead was removed from the patient and noted that tissue was caught in the helix mechanism. The physician proceeded to flush the lead and attempted to position the lead again; however, the lead could not be fixed in placed. The lead was exchanged to complete the procedure, which was successful. No adverse patient effects were reported. This lead was returned for analysis and the investigation has been completed.

Event description:
It was reported that during the procedure, while attempting to position this right ventricular (rv) lead in the left bundle branch, the impedances were unstable. When the physician attempted to position the lead again, it was observed that the lead was not properly fixed in position. The lead was removed from the patient and noted that tissue was caught in the helix mechanism. The physician proceeded to flush the lead and attempted to position the lead again; however, the lead could not be fixed in placed. The lead was exchanged to complete the procedure, which was successful. No adverse patient effects were reported. This lead is expected for return.